Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and 32 bedside monitors are down in the ER department. Tech support (ts) did hdd troubleshooting to try and get the cns to boot. The customer said it would load into windows, but it crashes upon loading the application without any errors. They tried both hdds but neither of them will get the bootlooping to stop. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and 32 bedside monitors are down in the ER department. Tech support (ts) did hdd troubleshooting to try and get the cns to boot. The customer said it would load into windows, but it crashes upon loading the application without any errors. They tried both hdds but neither of them will get the bootlooping to stop. No patient harm was reported. Investigation conclusion: repair center evaluation confirmed abnormal boot behavior, including failure to load the cns application and windows restart errors. Physical inspection identified no external damage. Diagnostics indicated corrupted software associated with malfunctioning hard disk drives. Both hard disk drives were replaced, and the system was reimaged per the service manual. The system was reconfigured and completed extended testing to manufacturer specifications without recurrence of the issue. The root cause was determined to be malfunction and degradation of both hard disk drives. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/16/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and 32 bedside monitors are down in the ER department. Tech support (ts) did hdd troubleshooting to try and get the cns to boot. The customer said it would load into windows, but it crashes upon loading the application without any errors. They tried both hdds but neither of them will get the bootlooping to stop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and 32 bedside monitors are down in the ER department. Tech support (ts) did hdd troubleshooting to try and get the cns to boot. The customer said it would load into windows, but it crashes upon loading the application without any errors. They tried both hdds but neither of them will get the boot looping to stop. No patient harm was reported.